Manufacturer narrative:
All available patient information has been included. No additional patient details are available. Correction/removal number: 3002809144-09/18/19-008-c. This issue was previously reported under MDR 3005094123-2019-00388 under a different suspect device. Further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: inspect the part for cracks prior to installation. Continue to follow the weekly maintenance procedure after installation. The letter also provides troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received

Event description:
The customer reported a false decreased tsh result when processing on the alinity I. The initial result was <0.01 and retest result was 1.57 miu/l. The customer also observed that the level sensor was broken for the trigger solution and getting a board communication error. The field service representative replaced the level sensor and since then all quality controls and patient results were within specification, no additional information available from the customer. No impact to patient management was reported.